Event description:
After 7 months of implantation, this lead was explanted because it was accidentally nicked during a repositioning procedure for loss of ventricular capture. It was reported that the pt had "exit block".